Manufacturer narrative:
UDI is not available as product information was not provided.

Event description:
Voluntary medwatch received states that the right atrial (ra) lead exhibited noise on the atrial channel. No changes or interventions were reported; the ra lead remained implanted. There were no patient consequences.